Manufacturer narrative:
Complaint conclusion: as reported, when trying to advance a 5f mynx control vascular closure device (vcd) into the 5f non-cordis sheath, it cracked resulting in premature exposure of the sealant. Manual pressure was held and that is how hemostasis was achieved. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The device was removed from the package in a sterile manner and with sterile conditions. The device was inspected prior to use as well as prepped in the way trained by a cordis representative. The sealant sleeves were inspected prior to use. There was no damage to the sealant sleeves noticed prior to use. The sealant sleeves (cartridge assembly) were not out of position. There was no exposure of the sealant to bodily fluids. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The procedure was an intervention with an antegrade approach. The deployer is trained in the mynx. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. A non-sterile ¿mynx control vcd,5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The sealant¿s outer sleeve assembly was observed slightly kinked/bent as received. No damages to the atraumatic tip of the returned device were observed. The syringe was received separated from the device and the procedural sheath were not returned. Dimensional analysis was performed to verify the overall length of the outer sleeve assembly and the slit length. It was verified against the specification, and results of the dimensional analysis are within specification. The sealant was exposed to blood, which caused the sealant¿s grip tip to adhere and stick to the device components, causing resistance when button 1 was depressed during function analysis. The sealant was removed from the device, and simulated deployment test was performed per the mynx control instructions for use (IFU). Button 1 and button 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Visual inspection at high magnification showed that the sealant was in the manufactured position and exposed to blood and showed that the sealant¿s outer sleeve assembly of the returned device was slightly kinked/bent as received. The product history record (phr) review of lot f2216503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-cracked¿ and ¿mynx control system-deployment difficulty-premature¿ were not confirmed through analysis of the returned device. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was slightly kinked/bent, which may be the condition the customer experienced. Nonetheless, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced. However, vessel characteristics (moderate presence of calcium in the vicinity of the puncture) and/or handling factors are possible. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggest that the issue experienced by the customer is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when trying to advance a 5f mynx control vascular closure device (vcd) into the 5f non-cordis sheath it cracked resulting in premature exposure of the sealant. Manual pressure was held and that is how hemostasis was achieved. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The device was removed from the package in a sterile manner and with sterile conditions. The device was inspected prior to use as well as prepped in the way trained by a cordis representative. The sealant sleeves were inspected prior to use. There was no damage to the sealant sleeves noticed prior to use. The sealant sleeves (cartridge assembly) were not out of position. There was no exposure of the sealant to bodily fluids. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The procedure was an intervention with an antegrade approach. The deployer is trained in the mynx. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2216503 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to advance a 5f mynx control vascular closure device (vcd) into the 5f non-cordis sheath it cracked resulting in premature exposure of the sealant. Manual pressure was held and that is how hemostasis was achieved. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. The device was removed from the package in a sterile manner and with sterile conditions. The device was inspected prior to use as well as prepped in the way trained by a cordis representative. The sealant sleeves were inspected prior to use. There was no damage to the sealant sleeves noticed prior to use. The sealant sleeves (cartridge assembly) were not out of position. There was no exposure of the sealant to bodily fluids. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The procedure was an intervention with an antegrade approach. The deployer is trained in the mynx. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.